Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspections were performed on the returned device. The reported deployment and migration issues were unable to be confirmed and a conclusive cause for the difficulties could not be determined. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported revealed no other incidents. The investigation was unable to determine a cause for the reported difficulties and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the emboshield nav6 filter was prepared for use without issue and was loaded into the delivery catheter (dc) pod without difficulty. The device was advanced to the target site, but did not deploy properly as the physician stated that the filter moved distal in the lesion. The device was removed from the anatomy without difficulty, and a second emboshield was prepared and deployed without difficulty. There was no adverse patient effect and no clinically significant delay. No additional information was provided.